Event description:
Procedure type: sigmoid resection. According to the reporter: the device did not produce complete donuts after it was fired. The surgeon used a competitive circular stapler which also failed. A new eea25 was opened again and the procedure was completed successfully. Surgery time was extended by two hours but no bleeding was reported.